Event description:
It was reported that the user experienced a low glucose alert with blood glucose decreasing to 70 mg/dl and treated the event with oral glucose in the form of two sugar cubes. Symptoms included dizziness. Outcomes included transient hypoglycemia that was self-treated without escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no contributory device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.